Event description:
The surgeon provided add'l info indicating that the lens did not cause the capsular bag tear. He felt that the cannula used for viscoelastic injection or the tip of the iol delivery system caused an undetected rent in the bag. As the iol was placed in the bag, the inferior haptic was noted to be in the vitreous. It was removed, and an anterior vitrectomy was done. Another posterior chamber lens was then placed in the sulcus.

Event description:
A user facility reports that the haptic of the intraocular lens (iol) went through the posterior capsule. Additional information has been requested.